Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an infection. It was determined that the source of infection was cellulitis. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular lead were explanted on (B)(6) 2018 and the patient was stable post-procedure.